Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a 74year old female patient weighing 74.0 kg underwent atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that after an atrial fibrillation case was completed, a pericardial effusion was noticed in the patient. The bwi representative reported that after they had pulled all catheters from the body, it was noticed that the patient's blood pressure was low, in the 70's. The pericardial effusion was confirmed via ice. The medical intervention provided was a pericardiocentesis, and about 800cc of fluid was removed. The patient is being admitted to the or currently, and the patient was reported to be in stable condition. There were no abnormal readings in impedance during the procedure, and the transseptal procedure was "smooth". The smarttouch sf catheter is available for return. Return kit requested. Physician was having issues manipulating the catheter in the left atrium. Patients¿ anatomy was difficult and quite small. Right veins extremely small. Transeptal puncture x2 was completed with no difficulty. Patient fully recovered post or repair from cardiac surgeon. Patient had an extended stay at hospital for one day due to cardiac repair. Patient had a previous history of watchman procedure and had received a cryo afib ablation. Generator¿s make and model was generator sn with serial number g4c-6324-a. A baylis 78 cm transeptal needle was used. There was no steam pop during the procedure. Irrigated stsf df catheter with correct settings on smart ablate was used. Ablation at 25 watts irrigation at 8cc while on ablation. No switching from high to low irrigation. No error messages were observed on carto. The force visualization features used were graph, vector and visitag. Visitag settings were 2.5 max distance minimum time 3 no force over time used. The additional filter used with the visitag was tag size 3 mm. Color options used was total time 0-10sec. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable..

Manufacturer narrative:
It was reported that a 74year old female patient weighing 74.0 kg underwent atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that after an atrial fibrillation case was completed, a pericardial effusion was noticed in the patient. The bwi representative reported that after they had pulled all catheters from the body, it was noticed that the patient's blood pressure was low, in the 70's. The pericardial effusion was confirmed via ice. The medical intervention provided was a pericardiocentesis, and about 800cc of fluid was removed. The patient is being admitted to the or currently, and the patient was reported to be in stable condition. There were no abnormal readings in impedance during the procedure, and the transseptal procedure was "smooth". The smarttouch sf catheter is available for return. Return kit requested. Physician was having issues manipulating the catheter in the left atrium. Patients¿ anatomy was difficult and quite small. Right veins extremely small. Transeptal puncture x2 was completed with no difficulty. Patient fully recovered post or repair from cardiac surgeon. Patient had an extended stay at hospital for one day due to cardiac repair. Patient had a previous history of watchman procedure and had received a cryo afib ablation. Generator¿s make and model was generator sn with serial number g4c-6324-a. A baylis 78 cm transeptal needle was used. There was no steam pop during the procedure. Irrigated stsf df catheter with correct settings on smart ablate was used. Ablation at 25 watts irrigation at 8cc while on ablation. No switching from high to low irrigation. No error messages were observed on carto. The force visualization features used were graph, vector and visitag. Visitag settings were 2.5 max distance minimum time 3 no force over time used. The additional filter used with the visitag was tag size 3 mm. Color options used was total time 0-10sec. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and an evaluation of all features of the catheter following bwi procedures. Visual analysis of the returned product revealed that no damage or anomalies were observed. Per the event, several tests were performed. The magnetic, temperature, and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished catheter batch number, and internal action were identified. No malfunction was observed during the product analysis. The IFU states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the catheter that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).